Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 9am. The cca was advised the patient manages his diabetes with humalog insulin (30 units). It is not known what action the patient took at the time of the alleged issue; however, on the following morning, the reporter stated the patient "held back for ½ an hour" from taking his medication. On (B)(6) 2011 at noon, the reporter claimed the patient felt symptoms of clamminess, fatigue, slurred speech and loss of vision. By 1230pm, the emergency medical services (ems) was contacted and administered the patient glucose tablet/ glucose gel as treatment. At 1pm, the patient obtained a blood glucose test result of "126 mg/dl" with the ems meter. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.